Event description:
It was reported that during an open lar procedure, staple line was not in tact and the knife blade did not cut. The tear was hand sewed closed and dr. (B)(4). Used another similar device to successfully complete the anastomosis. The patient was reported to be stable following the procedure. No adverse patient consequence reported to date. The device was re stapled, this time the surgeon fired the stapler and it worked great the person who actually fired the device was a retired surgeon who came from a hospital who used covidien products. The attending surgeon was at the patient's abdomen but was coaching another surgeon through the firing.

Manufacturer narrative:
(B)(4). Did the device cut? Only in parts. Did the device staple? Staples did not form. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tied. How was the purse string placed, by hand or with an assist device? I by hand. Was the spike of the trocar inserted lateral or through the staple line? Yes. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown. When the device was fired, where was the indicator within the green zone/gap setting scale? They said mid green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? He said he heard a noise. Were any unexpected noises heard? If yes, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donuts, only distal in tact. Did the operation change significantly as a result of the device issue? Yes. What is the patient's age and sex? Hospital will not supply info. Was there a recent conversion to ees devices in this account or with this surgeon? No, but this guy came from a covidien hospital. What type of surgery? Lar. Date problem occurred? Same day. What was the condition of the patient following surgery? Stable, but they were doing tests the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; after further analysis the knife was noted to have nicks, this damage is consistent with the device being fired over an already existing staple line, hard object or thicker tissue than indicated. Metal clips, staples, or sutures contained in the area to be stapled may affect the integrity of the anastomosis. Corrective action, if required, may include the use of sutures or electrocautery. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.